Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt.

Manufacturer narrative:
Exemption number e2015058.. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2016. The device records 8 power ups containing nonsensical data up to the (B)(6) 2016, the device powered off with a warning device service required' prompt on each occasion. The technical log indicates this had been caused by the device not powering up in CPR assist mode. No further data was recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and the device passed a self-test. The instructional leds operated out of sequence. The device powered off with a [?]device service required' prompt given and an audible failure beep, however no red status led was observed. This would indicate a fault. The device memory was again downloaded, the memory log showed the device had not powered up in CPR advisor mode resulting in the device service required prompt. The device carried out test therapy without fault and an acceptable measurement was recorded for the test shock. No instructional led's were visible throughout the power up and no CPR advisory prompts were given during the CPR stage. The device powered off with a [?]device service required' prompt, and a failure chirp, no status led was visible. The device was disassembled for investigation. Upon visual inspection, the membrane tail was found to have been installed to the extreme left of the j11 connector. This caused the pins not to align correctly with the membrane tail. The membrane was reinstalled correctly and the device performed as expected with all leds operating correctly. The device again carried out test therapy with an acceptable measurement being recorded. The device displayed all instructional led's and gave the correct prompts during the CPR stage. The device memory was again downloaded, the memory log showed the device was now recognising the CPR assist membrane installed. Investigation found the reported fault can be attributed to a misaligned membrane tail.